Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving hydromorphone (25mg/ml at 2.498mg/day) and bupivacaine (2.5mg/ml at 0.2498 mg/day). The patient's medical history includes no known drug allergies (nkda) and failed back surgery syndrome (fbss). On (B)(6) 2015 the hcp returned pump logs which showed a motor stall on (B)(6) 2015 at 14:13 and recovered at 14:52 on the same day. The hcp later reported that the patient had no symptoms as a result of the stall and the cause of the motor stall was unknown. The motor stall resolved spontaneously and the only troubleshooting done was re-interrogating the pump.